Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause is undetermined because the therapy event log for the occurrence date is not available and thus the exact therapy settings and drain volumes are unknown. Also, the last fill volume is unavailable. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:33:03.during night drain cycle 1, the patient's ultrafiltration reading was 2984ml, indicating the home patient (hp) drained 2984ml more than their maximum programmed fill volume of 2000ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.